Event description:
It was reported that during a ptca treatment procedure, the quantum maverick monorail 15/3.25 mm balloon ruptured at 8 atms on the second inflation. The balloon was inflated to 16 atms on the first inflation. The pt was asymptomatic during this event. The lesion being treated was a 90% stenotic lesion in the mid right coronary artery. It was an in-stent restenosis of an express2 20/3.0 mm stent. The physician used a 6f zeon medical introducer sheath for vascular access, an acs whisper ms guidewire and a 4 fr march1 guide catheter to cross the lesion. The quantum maverick monorail 15/3.25mm balloon was removed and replaced with a quantum maverick monorail 12/3.5 mm balloon to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'good'.